Event description:
A customer in (B)(6) notified biomérieux that they observed false negative results when testing a patient sample using vidas sars-cov-2 igg (9cog) 60t (ref. 423834, batch 1008364310, expiry date 12-october-2021). It was reported that several patients were concerned (exact number not provided) but results for one patient were sent : (B)(6). This patient had received the second dose of the pfizer vaccine one month ago. At the time of notification, there was no indication of patient impact. A biomérieux internal investigation has been initiated. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.

Manufacturer narrative:
The report was initially submitted following notification from a customer in italy of observing false negative results when testing a patient sample using vidas® sars-cov-2 igg (9cog) 60t (ref. (B)(4), batch 1008364310, expiry date 12-october-2021). An internal biomérieux investigation was performed. Investigation a review of the batch history and quality control records did not show any anomalies during the manufacturing, control, or packaging processes. *control chart analysis* a control charts analysis was performed for five internal samples (two with a negative target and three with a positive one) on seven batches of vidas sars cov-2 igg including the lot mentioned by the customer (1008364310). All the samples results comply with the specifications and the customer lot is within the trend compared to the other lots. Testing three internal samples with a positive target gave results within specifications when tested on vidas sars cov-2 igg on retained kit of customer lot 1008364310 and lot 1008244900. No significant difference of their activity was observed compared to those observed before the batches release. There is no evolution over time of these batches. The customer submitted three samples for the investigation, identified as samples 192, 310, and 791. The samples ID 192 and 791 were tested on retained kit of vidas sars cov-2 igg batch 1008244900. Both gave negative results, respectively 0.26 tv and 0.50 tv. It was not possible to test the sample 310 because its volume was too low. The result obtained by the customer was reproduced on sample 192 with a similar index. The samples ID 192, 310, and 791 were tested on vidas sars cov-2 igm batch 1008141730 (retain kit) and both gave negative results, respectively 0.05 tv, 0.12 tv, and 0.32 tv. Competitor method results the patient samples were tested using a sars cov-2 competitor method (from euroimmun). The samples ID 192 and ID 791 gave a negative result with anti-sars-cov-2 elisa igg ref. 2606-9601g (with respectively a ratio of 0.50 and 0.37) and the sample ID 310 gave a doubtful interpretation (with a ratio of 0.94). This sample was also tested with an in-house western blot, using the same main raw materials as those used in the manufacturing of vidas sars cov-2 igg assay (rbd antigen and conjugate) and using a nucleocapsid antigen and an external rbd protein. The revelation were done using human immunoglobulin iga, igm and igg. The sample 192 showed to have mainly an immune reactivity of igg antibodies against nucleocapsid antigen. There is also a weak immune reactivity of iga antibodies against nucleocapsid antigen. Regarding the immune reactivity of igg antibodies against rbd antigen, the intensity is comparable (slightly lower) to the reactivity of an internal sample known to be equivocal on vidas sars cov-2 igg (0.97 tv). This result could explain the negative result observed with euroimmun method. The sample 310 showed to have a very high immune reactivity of igg antibodies against nucleocapsid antigen. There is also a weak immune reactivity of iga antibodies against nucleocapsid antigen. The immune reactivity of igg antibodies against rbd antigen, the intensity is comparable to the reactivity of an internal sample known to be equivocal on vidas sars cov-2 igg (0.97 tv). The immune reactivity of iga and igm antibodies against rbd are very low. This result could explain the negative result observed with euroimmun method. Conclusion according to the in-house western blot method, it seems that these samples should have a particular serological profile with mainly igg antibodies against nucleocapsid protein and an igg response against rbd protein either lower than an equivocal sample (sample 192) or just below the positive threshold of vidas sars cov-2 igg method (ref(B)(4)). This profile might explain the discrepant results between methods due to their format (global detection of human immunoglobulins or separate detection; detection of antibodies against nucleocapsid protein, spike protein or rbd antigen). It is mentioned in the package insert of vidas sars cov-2 igg ref (B)(4) at the section limitations of the method results obtained using samples from sars-cov-2 infected patients must be interpreted with caution. The individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from m different manufacturers. Results of assays from different manufacturers should not be used interchangeably. According to the investigation, there is no reconsideration of vidas sars cov-2 igg ref (B)(4) lot 1008364310.